Event description:
A depuy mitek sales representative is reporting a patient returned to the surgeon 3 months after knee surgery with swelling at the tibial site. The surgeon performed a second surgery to remove the screw and sheath, and washed out the knee. The knee culture was negative.

Manufacturer narrative:
Follow-up contact revealed the graft source was allograft. The devices will not be returned and lot numbers were not provided both of which preclude conducting either a physical evaluation or a build history review to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. As such, we cannot determine what may have caused the user to experience the reported incident. If more information is received that is both pertinent and germane to this issue, that information will be evaluated and the conclusions will be reflected in a follow up report. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.